Event description:
The customer reported leaks after pharmacy preparation in this syringe product. The customer was using with a baxter product, ref # not provided, lot 60349214. No additional information can be requested as the initial reporter did not provide their contact details.

Manufacturer narrative:
The returned samples was requested but hasn't been received till now, the lot number of this event was received, the DHR of this lot was reviewed without any issuses. The retained samples of the lot was tested and the samples met the specification. The root cause can't detected currrently, no action will be taken currently, a supplemental report will be submitted if further information received.